Event description:
The customer reported the system is displaying a kv error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and the customer will replace the batteries. (B) (4).